Manufacturer narrative:
The 87cm of catheter was returned. The 2cm of the broken catheter was connected to the luer connector. The edge of the catheter break was jagged. It is unknown how or when this damaged occurred. Proteinaceous debris was noted in the catheter flow holes. The returned catheter was patent and met all specifications for tensile strength and ultimate elongation testing. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the catheter broke in half on the portion exterior to the patient's body. A revision of the device occurred. No patient injury occurred.